Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a onetouch basic meter would not power on. Before the event occurred on three days before, the patient was reportedly testing his blood glucose 1-2 times a week. The patient did not know if the patient was testing on set days/times. The reporter also mentioned that the patient was taking a pill (unknown name) for his diabetes at the time. The reporter did not know when the alleged meter issue began. On that day, before midnight, the patient developed symptoms of being irritable. The reporter indicated that the symptoms developed before the alleged meter issue began. The reporter stated that the patient went into "hypoglycemic shock" and was "screaming like he was in a coma or was trying to get rid of pain." It is not known if the patient tried to test his blood glucose earlier in the day before he developed the symptoms. The reporter also did not know what actions the patient took before the symptoms developed. Due to the symptoms, the reporter called for the paramedics. The paramedics checked the patient's blood glucose with an unidentified device and got a result less than "40 mg/dl." The patient did not know what treatment the paramedics administered. The patient was hospitalized for one night. The next day, the patient's doctor advised him to test his blood glucose twice a day. The doctor also took the patient off the pill that he was taking prior the event. The reporter did not know the patient's current medication regimen. It is not clear if the alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of hypoglycemia and got a reading of less than "40 mg/dl" after the alleged meter issue began. It is not clear as to what duration of time the meter was not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.